Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to connector and or interface board voltage leak. The device was monitored for several days and no external ram crc error alarm noted. The device had cracked reservoir tube lip and minor scratched lcd window.

Event description:
Customer reported that the insulin pump reset itself and returned two separate error alarms. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.